Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the reported issue was confirmed. The force bipolar instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 2.56 mm offset at the tips. The grips were not found to have cracking damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument's jaws were unhinged. The device was inspected and "it was fine". No fragment fell into the patient. The procedure was completed with no reported injury.